Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation with a decanav and a thermocool smarttouch sf and the patient experienced a pericardial effusion that required pericardiocentesis. A pericardial effusion was noticed. The patient did not have any signs or symptoms until after all the catheters were removed. There was a drop in blood pressure in the patient and the patient reported chest pain. The patient was also vomiting. The pericardial effusion was confirmed by echo. The medical intervention provided was a pericardiocentesis. The patient was reported to be in stable condition. The patient required extended hospitalization. The doctor believed that the cs was perforation with the decanav catheter, not the ablation catheter. No transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop.